Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 476mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus. The customer states has been experiencing high blood glucose levels and changed set and reservoir. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. No unexpected low battery alarm anomaly noted. Device communicated properly to meter no meter communication anomaly noted. Device had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and stained address or serial number label.